Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Add'l info is not expected. (B)(4). This report was mailed to FDA on 05/09/2014. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implantation, the shunt touched the iris. No impact was reported to the pt; the shunt remains implanted. Add'l info is not expected.